Event description:
The nurse stated the patient also had a planned pd catheter exchange during hospital admission for biofilm on the pd catheter (not a (B)(6) product). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).